Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one pta dilatation catheter returned for evaluation. No kinks were noted to the catheter, no anomalies to the luers, bifurcate or glue fillets. During microscopic examination, a partial circumferential break was noted to the distal end of the balloon. No functional testing due to the condition of the device. One photo was provided which shows the balloon with partial circumferential break at the distal end of the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported break. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly detached. It was further reported that the detached part was still attached. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the balloon was allegedly detached. It was further reported that the detached part was still attached. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.